Manufacturer narrative:
An investigation will be performed on all available information based on reporter's obligations under applicable FDA regulations; however, it is likely that this matter may become the subject of litigation which may limit the company¿s ability to disclose confidential, privileged attorney client communications and work product. Investigation methods, results and conclusions are not finalized at this stage because the device in question has not been returned for inspection. If more information becomes available, a supplemental report will be submitted. Resmed reference # (B)(4).

Event description:
It was reported to resmed that a patient using an airsense 10 expired on (B)(6) 2024. It was reported that the wife of the patient had woken up at around 7:30am and noted that the device was working normally. At approximately 9am, the wife noticed that the device was allegedly not making any noise and the patient, who still had his mask on, was no longer breathing. Information about the patient's medical condition, the type of mask used by the patient and the cause of death was not made available to resmed. The device is currently under seal by the court magistrate.